Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, patient complications are known risks associated with such procedures. Therefore, an assignable cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that the patient underwent a successful mechanical thrombectomy procedure with the subject retriever for a clot located at the left internal carotid artery. An unspecified time post procedure, the patient experienced bradycardia and hypotension and treatment which included, intravenous (IV) neo-synephrine and IV fluids midodrine and florinef were administered. The patient recovered approximately 6 days later. It was reported that the bradycardia and hypotension were due to the carotid stent that was placed during the procedure. The physician's assessment of the patient&#38112;symptoms were reported to be associated to the procedure and not to the subject device.

Manufacturer narrative:
The subject device was disposed of at the hospital.

Event description:
It was reported that the patient underwent a successful mechanical thrombectomy procedure with the subject retriever for a clot located at the left internal carotid artery. An unspecified time post procedure, the patient experienced bradycardia and hypotension and treatment which included, intravenous (IV) neo-synephrine and IV fluids midodrine and florinef were administered. The patient recovered approximately 6 days later. It was reported that the bradycardia and hypotension were due to the carotid stent that was placed during the procedure. The physician's assessment of the patient's symptoms were reported to be associated to the procedure and not to the subject device.